Manufacturer narrative:
Event date was (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from each of four (4) minicaps. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponge was found fully separated from the caps. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution and over-sized tertiary package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.